Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed active exhalation test during testing. The device has been returned to the product investigation lab for further evaluation and possibly repair if required. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was received at the product investigation lab (pil) where the event log from service was reviewed. The ventilator was then forwarded the trilogy ev300 ventilator to engineering for investigation. Engineering performed an investigation and confirmed the device fails testing during the active exhalation test and suspected the device had a faulty proportional valve and solenoid. The device was then forwarded to field service for replacement of the proportional valve and 3-way solenoid valves. There were no additional findings. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.